Event description:
It was reported that while the stimulation was turned on, the pt's leg jerked. The symptoms occurred following a fall. The pt fell on their back due to ice. The pt was admitted to the hospital. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).